Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the programmer displayed an error message after boot up. Another programmer was used to finish the case. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a displayed error message as well as errors being found in the error logs and the hard drive was reconfigured and the software reloaded to resolve. Analysis also noted that the system fan was noisy and it was also replaced.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.